Manufacturer narrative:
(B)(4). Reported event was confirmed per visual assessment which identified one of three pegs is fractured and missing from the backside. The device exhibits damage in the form of gouges on the sides and articulating surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total shoulder arthroplasty, the surgeon was removing the trail glenoid when one of the glenoid pegs snapped off. Both the trial and the peg were removed causing no delay or harm to the patient. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.